Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant of a new system, the lv lead was unable to capture in the left ventricle. The lead was removed. No further information available.